Event description:
Additional information provided by the sales rep explained that he can confirm because the error was the programmer and not the pump (as when they used the alternative programmer it was fine) therefore the implant is still implanted and no necessary plans to remove.

Manufacturer narrative:
Upon completion of the investigation, it was found that the root cause for the problem reported by the customer could not be determined as the device was not returned for investigation. However based on the transaction logs returned by the customer it was found that hardware failure 8 was first reported on the transaction log on the date of (B)(6) 2013. The device history records were reviewed and the device was found to have conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar events. At the present time this complaint is closed.

Event description:
The affiliate reported that the patient reported audio alarm. The handset read pump hardware failure 8. The patient went to the hospital after pump alarmed. The hospital emptied the pump and got 15 mls back. They put 15mls of normal saline in, and the patient has gone back onto oral baclofen. They are hoping she will be listed for surgery soon. Additional information from the medstream technical support and complaint form stated that the medstream 20 ml pump s/n: (B)(4) was implanted on (B)(6) 2011, filled with baclofen at a concentration of 200mcg/ml, with a programmed daily dose of 27.30mcg/day. The doses were decreased to 25.35 mcg/day on (B)(6) 2013. The patient was bought in via ambulance on (B)(6) 2013, pump was beeping. During the refill, it was observed that the pump was empty. The next refill was performed earlier on (B)(6) 2013. On (B)(6) 2013, the hardware failure 8 was triggered and the pump was stopped and drug removed. This report is being filed late as an administrative oversight.